Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2015 with the following findings: black box did not verify that the pump time, date reset to default after power on reset . However, the time, date reset to default was duplicated during investigation. Pump was open to investigate, and the internal battery component was leaking. Unrelated to the complaint, bolus button is inoperable- bolus button slug misaligned; the display is dim / pink, and battery compartment cracked below bumper pad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, leaking internal battery, and dim display. This report is made based on the results of an investigation completed on (B)(6) 2015.